Event description:
It was reported ten times that while using a bd ultra-fine¿ pen needles 32g x 4mm - easyflow¿/pentapoint¿ comfort (100 count)bd ultra-fine¿ pen needles 32g x 4mm - easyflow¿/pentapoint¿ comfort, the needles were blocked and were not able to be used. The following information was provided by the initial reporter: customer has reported 1/3 needles from the box were blocked an unable to be used.

Manufacturer narrative:
Investigation summary: DHR was reviewed and there were not any qns or other events that could be related to this complaint. Pen needle product has 100% clog test in flowguru station, and defect part will be rejected by flowguru station automatically.3. Clog test was conducted on 7pcs retention samples and all no needle clog fail found. No samples were returned for further investigation. Based on investigation above, the certain cause cannot be concluded at the moment. Bd was not able to duplicate or confirm the customer¿s indicated failure mode.